Manufacturer narrative:
H6: ventec reached out to the reporter and the reporter stated that the patient preferred to stay on the back-up device. No further details about the event or the patient were provided. The device will not be returned to ventec for an evaluation. The cause for the reported issue could not be determined.

Manufacturer narrative:
The device has not been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a patient does not feel like he is getting enough air flow on the vocsn. He was placed on his back-up device to catch his breath. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number.